Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample device was received for evaluation. It was in good condition with no appearance of any physical damage. Event history log indicated primary audible alarm bgnd (background) test. An occlusion test was performed and the reported problem was not duplicated. Root cause could not be determined. Actions were taken to mitigate the reported issue: replaced speaker, replaced the right plunger case (cracked), battery door and a scratched keypad, cleaned, greased and calibrated; device passed all functional tests. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump indicated a primary audible alarm. No patient injury was reported.